Event description:
The patient's ipg was explanted on (B)(6) 2016. All other implanted devices remain and no new devices were implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used the scs system in months and recently fell. The ipg site is painful and the patient wants the system explanted. Surgical intervention is planned to address the issue.